Event description:
It was reported that during a percutaneous peripheral intervention procedure, the guide wire coating was "frayed" and separated from the inner core. The target lesion was located in the tibial artery. A non bsc laser device and a non bsc 018 support catheter were used with a 300cm v-14 guide wire that successfully crossed the target lesion. At the conclusion of the procedure with the 018 support catheter down over the v-14 guide wire an attempt to remove the guide wire through the 018 support catheter was made but the guide wire could not withdraw and both devices were removed as one unit. After withdrawal it was noted that the outer coating of the v-14 guide wire was frayed and separated from the inner core. The procedure was already completed and no further actions were necessary. No device fragments were left in the patient. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous peripheral intervention procedure, the guide wire coating was "frayed" and separated from the inner core. The target lesion was located in the tibial artery. A non bsc laser device and a non bsc 018 support catheter were used with a 300cm v-14 guide wire that successfully crossed the target lesion. At the conclusion of the procedure with the 018 support catheter down over the v-14 guide wire an attempt to remove the guide wire through the 018 support catheter was made, but the guide wire could not withdraw and both devices were removed as one unit. After withdrawal it was noted that the outer coating of the v-14 guide wire was frayed and separated from the inner core. The procedure was already completed and no further actions were necessary. No device fragments were left in the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the distal tip damaged, poly tip peeled at from 1-1.5 cm from the distal end exposing the corewire, also the poly tip presents several kinks along the entire tip. Additionally the wire presented a major kink at 260.5 cm from the proximal end. The device appears to have been pulled/pushed against resistance. The guidewire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).